Manufacturer narrative:
On (B)(6) 2019, additional information was received, right sided deflation was confirmed during explantation surgery on (B)(6) 2019. Furthermore, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma and deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/13/2020, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor siltex contour profile high saline breast implants experienced left sided deflation and right sided seroma post procedure. Patient mentioned that she was taking a shower and noticed her left implant had deflated and she developed seroma on her right side. Patient was seen by a physician on (B)(6) 2018 who confirmed left sided deflation. Furthermore, patient had a mammogram in (B)(6) 2018 which caused no trauma. As a result, patient had an explantation on (B)(6) 2018. This medwatch form is for the right breast prosthesis. See 1645337-2019-19766 for contralateral prosthesis report.